Event description:
Implant surgeon reported to our sales rep that he was performing a surgery procedure. During this, he observed that it was not possible to fix the screw. No replacement available. Used freehand drilling. There was a delay of 40 minutes. The surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.